Event description:
This patient had a history of retroperitoneal liposarcoma. The patient had multiple resections with recent hemicolectomy and soft tumor resection for reoccurrence admitted earlier this year with worsening fatigue, hypotension & fever. The patient had emergent surgical intervention for bowel leak and intra-abdominal fluid collection. The patient was treated with vancomycin and meropenem, started on tpn, and a wire guided arterial line was placed in the right radial. A right ij triple lumen cook min/rif was placed. Six days later bard powerpicc 5f 32 cm. Lot # rewa0409 was placed. The next day the patient lost consciousness when he got out of bed to use the bathroom. The patient was found to be hypotensive, tachycardic, and oxygen saturation was 88%. He was intubated, and had progressive hypotension that was unresponsive to levophed and vasopressin. He became bradycardic and unresponsive to atropine. He progressed to pea arrest. During the resuscitation attempt the following drugs were given: epinephrine, vasopressin, amiodirone, ca, sodium bicarb, IV fluids. An additional central venous catheter was placed in the left ij during the resuscitation. The patient was defibrillated for v-fib. Autopsy showed unexpected finding: presence of foreign material emboli in the small and medium sized pulmonary arteries. Per the pathologist "much of the material had the histological appearance of hydrophilic gel which coats catheters used for line placement. The cause of death is attributed to multiple scattered emboli within the distal pulmonary arteries".